Manufacturer narrative:
Exact date unknown, event occurred months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was feeling a constant buzzing when stimulation was turned on. It was also noted that the patient was having pain on the back that radiates down the leg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.